Event description:
The male pt rec'd a 3.0 x 33mm cypher select plus stent in the mid rca, a 2.75 x 33mm cypher select plus stent in the distal rca, a 2.75 x 13mm cypher select plus stent in the circumflex, and a 3.5 x 18mm cypher select plus stent in the posterolateral segment. The index procedure was in late 2007. In 2008, the pt had 40% occlusion in the mid rca, 80% occlusion in the distal rca, and 75% occlusion in the posterolateral segment. Patient was treated with xience v and cypher select stent in the distal rca and the posterolateral.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2008-01630. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.